Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission for a nonsustained lead noise episode due to post-paced t-wave oversensing. Programming changes were recommended.